Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? One procedure what is the total number of procedures? Na how many devices demonstrated the alleged deficiency in each procedure? 1 ea. For this event. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? We report each defect as a separate event, past reported issues would have been submitted to ethicon individually. Please describe the sterile packaging: see attached photo were there any issues with the seal of the sterile packaging? None reported are there any tears/holes in the sterile packaging? Yes, that is the reason for the reported event. Was the sterility of the device compromised? Yes, a hole in the foil compromised the sterility of the suture. How many devices demonstrated the alleged deficiency?- only one for event # evn25782854, each reported issue would be reported separately. Please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by distributor per account that hole found in foil packaging for suture thus contaminating sterile field. This is a reoccurring issue with all foil packages. Patient was not in room. No injury or harm to the patient has been reported. Product is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a foil labeled as mcp417h product code, with batch number 106ata and expiration date 2027-31-01, opened and separated into two sections. A hole is present in the image. The photos are not clear enough to determine the direction of the perforation. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.